Event description:
Condition with pancreas [pancreatic disorder]. Case narrative: this spontaneous serious medical device report dated 16-dec-2020 was forwarded to eusa pharma on 16-dec-2020 from other health care professional FDA (MDR number: mw5098058). Additional information was received on 23-dec-2020. This report concerns a patient of unspecified age and gender (ethnic origin: not reported) who experienced pancreatic disorder while being treated with caphosol. The patient's current medical condition was not reported. On an unknown date, the patient used caphosol solution (calcium phosphate) (lot number: 19101/19102 and expiry date: (30-jun-2022) for an unknown indication. This device was not available for evaluation. The concomitant medications were not reported. The patient's mother reported that the patient was in the hospital due to a condition with the pancreas (pt: pancreatic disorder) and the patient would be in the hospital for about 3 weeks. The patient had oral mucositis (ulcerative) (pt: stomatitis) due to other drugs. A complaint has been registered under (B)(4). On 22-dec-2020, the investigation report showed: review of the batch file: all stages of the manufacturing process are compliant (cleaning, manufacturing on 21-jun-2019 and 23-jun-2019, sterilization) and did not show any element related to the observations made by the user. The microbiological and physicochemical analyses reported on the release analysis certificate comply (attachments). The additional microbiological and chemical analyses carried out on the retention samples comply dated 13-nov-2020. Caphosol a and b lot 19101 and 19102 products had an expiration date of sep-2022 and meet the specifications described. Root cause investigation reported: there was nothing in the batch file to explain the problem encountered. The patient's cause of hospitalization is unrelated to the use of caphosol a and b products and cannot be attributed to neither laboratory. Since jan-2019, one claim (adverse event following the use of caphosol a and b products) has been recorded for productions carried out in the plant with this dose model. It was concluded that no CAPA would be set up with regard to the above elements and in the absence of recurrence. The complaint was classified as unconfirmed. The outcome for the reported event pancreatic disorder was unknown. The reporter did not provide the causal relationship between caphosol and the reported event of the pancreatic disorder. This was an initial serious case report (hospitalization and medically significant). No further information was provided. Company comment: the medical device report was assessed as serious (hospitalization and medically significant). The pancreatic disorder was unlisted for caphosol as per the reference safety information. Based on the temporal association we cannot rule out the causal relationship between the device caphosol and the event pancreatic disorder, however as there is insufficient information to completely exclude the causality between the device and the event the company causality was assessed as possibly related. This single case report does not modify the benefit/risk balance of this device. Therefore, no change in the label or other measures was recommended at this time. However, the company will continue to monitor all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis. Case comments: the medical device report was assessed as serious (hospitalization and medically significant). The pancreatic disorder was unlisted for caphosol as per the reference safety information. Based on the temporal association we cannot rule out the causal relationship between the device caphosol and the event pancreatic disorder, however as there is insufficient information to completely exclude the causality between the device and the event the company causality was assessed as possibly related. This single case report does not modify the benefit/risk balance of this device. Therefore, no change in the label or other measures was recommended at this time. However, the company will continue to monitor all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.